Event description:
It was reported that an administration solution set's tubing was separated from the "flashball." There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample for evaluation. Visual examination of the device noted that the molded part which connects the tube and the injection site was fractured. The cause was determined to be related to operational context. Should additional relevant information become available, a follow-up report will be submitted.